Event description:
The manufacturer received information alleging the active exhalation differential pressure purge test had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices blower transition tube was disconnected causing the test step to fail on the device. In conclusion, the device's blower transition tube was reconnected to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the check leak step test had failed, which was resolve by reconnecting the blower transition tube on the device. This issue was unrelated to the reportable issue. The rubber feet were replaced for missing on the device. The issue was unrelated to the reportable issue. The device passed all final testing.